Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in back-up vvi mode due to electrocautery during a previous procedure. Programming changes were made. The patient was in stable condition.